Event description:
The pt experienced no stimulation sensation preexisting pain and was seen in clinic. The hcp was unable to communicate with the spinal cord stimulator. Battery end of svc was confirmed. An x-ray taken the same day revealed that one of the leads extended more superiorly and was superimposed on the mid spine at the level of t9/10 (prior lead placement not reported). Pus was encountered during surgery to replace the neurostimulator. The pt was transferred to a second hosp. There, the pt was put under general anesthetic and the sutures from the previous surgery were removed. The pt was sterilely prepped and the wounds were opened. The surgeon identified the lead cables in the thoracic chest. Both anchors and 2 sutures were removed. The surgeon dissected down to the level of the lead paddles. The leads were easily removed. There was a lot of granulated tissue in the epidural space. The area was irrigated with copious amounts of antibiotic solution. Multiple cultures of the epidural space and lead tips revealed coagulase negative staphylococcus. The surgeon opened the wound in the left buttock to make sure there were no pus pockets left behind. This wound was irrigated with antibiotic solution and closed. The pt went to postoperative recovery in stable condition. The hcp reported the pt outcome as 'serious injury/illness - recovered without sequela'.